Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for service due. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the rtc battery was the root cause. The rtc battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.